Event description:
An aneurx stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was not a candidate for surgical conversion due to the poor state of the vessel access. The iliac artery was 7 mm in diameter and was severely calcified. The physician inserted the bifurcated stent graft on the right side, with the intention of performing an aorto-uni-iliac, however, the physician was unable to advance the stent graft to the intended landing zone. The physician used inserted a guidewire, a 16 fr dilator and then a 16 fr sheath noting that the access was tight. The physician then reinserted the bifurcated stent graft and the device was about 2cm below the renal arteries with significant force device was correctly placed and deployed. It was reported that upon removal of the stent graft delivery system the right common iliac at the bifurcation was pulled down to the common femoral artery which came out on the patient with the removal of the stent delivery system. The patient's blood pressure dropped and immediately a reliant stent graft balloon was inserted stabilizing the patient. The left common iliac was totally occluded. The physician elected to convert the patient to an open repair removing the bifurcated stent graft and placing a conventional stent. No additional sequelae were reported and the patient is stable.